Event description:
Nasal tube was used on a pt. The bulb/cuff became full of holes and leaked, causing the procedure to be delayed. It was necessary to turn the pt and remove the tube and insert another tube. There was no apparent injury to the pt. The tube was cleansed and marked "contaminated" and returned to MFR.